Event description:
The contact called for help with the customer's meter. While troubleshooting, it was discovered the meter was set in mmol/l. The contact did not allege the customer experienced any adverse events due to the readings. The contact also performed blood tests while troubleshooting, and received readings of lo and 159 mg/dl. The difference between the readings fall in the "c" zone of the parkes error grid, making the difference clinically significant. Control solution was to be sent to further troubleshoot the strips, and the contact was able to reset the meter to mg/dl. No product will be returned at this time.